Event description:
There customer reported that the equipment does not shoot x-rays and there was no image on the monitor.

Manufacturer narrative:
(B) (4). The system was repaired, found to be operating as intended, and released to the customer for use.